Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an in clinic check, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements in bipolar configuration. Sensing in bipolar was noted to be good. Unipolar testing yielded acceptable threshold and impedance measurements. Boston scientific technical services (ts) discussed splitting the lead configuration to unipolar pace and bipolar sense. No adverse patient effects were reported.